Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject defibrillator and the defibrillation lead were implanted on (B)(6) 2013. During a follow-up performed on (B)(6) 2016, a sudden increase of the impedance of the defibrillation lead was reportedly observed. On (B)(6) 2016, the physician decided to explant the defibrillator and the lead.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject defibrillator and the defibrillation lead were implanted on (B)(6) 2013. During a follow-up performed on (B)(6) 2016, a sudden increase of the impedance of the defibrillation lead was reportedly observed. On (B)(6) 2016, the physician decided to explant the defibrillator and the lead.